Manufacturer narrative:
One catheter with attached monoject 0.8 cc limited volume syringe was returned for evaluation. The thermistor was submerged in a 37.0 c water bath and read 37.1 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe with 0.8 cc air by holding the balloon under water for 5 minutes. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint could not be confirmed. No evidence of a manufacturing nonconformance was noted. It could not be determined if procedural factors or device handling may have contributed to the reported event. No actions will be taken at this time.

Event description:
It was reported that the co value shown on the monitor included abnormal values such as 19.21l/min and 13.04l/min during use. The expected value was from 6.0l/min to 9.0l/min. The catheter was replaced. The patient was not treated based on the incorrect value. Error message was not observed. There was no occlusion, leakage or kink noted in the catheter. It is unknown if the value was affected by the patient condition or not. The sample of tracing was available from the customer. There were no patient complications reported.